Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm100 has a defective external paddles causing a testing issue. There was no reportedly patient involvement. The fse evaluated the device and found the external paddles defective. The fse has presented the customer with a quote to replace the external paddles to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.